Manufacturer narrative:
Inratio precision data provided by end-user lot 060736: in 2007: first test inr=4.8, second test inr=1.5, mean=3.15; sd=2.33; %cv=74%. The %cv is greater 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested. Inratio precision data provided by end-user lot 060736: mean=2.4; sd=1.13; %cv=47%. The %cv is greater 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested. Technical support updated this case five days later. Inratio precision data provided by end-user lot 060736: first test inr=4.4, second test inr=4.2, mean=4.3; sd=0.14; %cv=3.2%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Result of retained strips test (lot 060736) performed twenty days earlier as follows: lot 060736 pt#1: normal=1.0, normal=1.2, mean=1.1, sd=0.14, %cv=12.8%; pt#2: normal=1.1, normal=1.1, mean=1.1, sd=0, %cv= 0%. Based on the above test results, per internal procedure, retained strips lot 060736 meets the criteria for strip precision.

Event description:
Caller alleged imprecision with inratio. Results as follows: in 2007: first test inr=4.8, second test inr=1.5, same day: first test inr=3.2, second test inr=1.6. Technical support updated this case five days later. First test inr=4.4, second test inr=4.2.